Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that the needles were bent. Customer stated that she opened the box two days (customer discarded box so was unable to provide lot #) but did confirm that she is using trueplus 33-gauge lancets. The package was not open or damaged when received by the customer. The customer feels well and did not report any symptoms. The customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in-process. Added most likely underlying root cause onto case. Supplier not able to conduct investigation; lot # not provided. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 30-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.